Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation determined that the customer followed the steps for initially reactive and borderline results according to the method sheet; initial reactive results may occur. Product labeling states: "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The elecsys hbsag ii assay is performing within specifications.

Event description:
The initial reporter alleged increased false-reactive (false-positive) or borderline elecsys hbsag ii results for seven patient samples tested on the cobas e 801 analytical unit, which were not confirmed (non-reactive or negative) on reruns. Patient sample 1 on (B)(6) 2026: the initial result is 0.94 coi. The first repeat result is 0.18 coi. The second repeat result is 0.16 coi. Patient sample 2 on (B)(6) 2026: the initial result is 1.20 coi. The first repeat result is 0.23 coi. The second repeat result is 0.29 coi. Patient sample 3 on (B)(6) 2026: the initial result is 1.47 coi. The first repeat result is 0.23 coi. The second repeat result is 0.26 coi. Patient sample 4 on (B)(6) 2026: the initial result is 1.31 coi. The first repeat result is 0.24 coi. The second repeat result is 0.25 coi. Patient sample 5 on (B)(6) 2026: the initial result is 0.90 coi. The first repeat result is 0.26 coi. The second repeat result is 0.18 coi. Patient sample 6 on (B)(6) 2026: the initial result is 1.56 coi. The first repeat result is 0.35 coi. The second repeat result is 0.27 coi. Patient sample 7 on (B)(6) 2026: the initial result is 2.48 coi. The first repeat result is 0.28 coi. The second repeat result is 0.30 coi.